Event description:
It was reported that during a total knee procedure, the impactor instrument was dropped and fractured. There was no impact to the patient and no adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - impactor. Visual examination of the provided pictures were insufficient to complete visual or dimensional evaluations. The product was not returned for further evaluation. The device history record was not reviewed as the device has a potential field age of 8+ years and exhibits signs of repeated use. The certificate of conformance found the device material is conforming to print specifications. The reported event does not suggest a manufacturing deficiency. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.